Event description:
It was reported that the pta balloon used to declot an av graft in the left forearm, would not fully deflate, making it difficult to remove. The system had to be removed with the 6 fr. Sheath. The physician did not lose access, and was able to complete the procedure threading a different balloon over .035 wire. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has been returned and the investigation is underway.